Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration on (B)(6) 2019, resulting in implant and abutment fell out. Reportedly, the surgeon only went to 20 ncm when putting in the device. The patient is going to have a new device placed on (B)(6) 2019.